Event description:
It was reported that approximately one week post implant the right ventricular (rv) lead became dislodged and exhibited high thresholds. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 507652 lead, implanted (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.